Event description:
It was reported that when the patient presented through merlin.net transmission with vt-1 episode, inappropriate antitachycardia pacing therapies and inappropriate shock for supraventricular tachycardia was noted upon analysis of the episode. The patient was brought into the clinic. Programming changes were made and no more inappropriate shocks were reported. The patient did not experience any symptoms.